Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Victoria kim, aryan borole, haokang wei, david berezovsky, sudipta roychowdhury, jeffrey kempf, anupriya barot, shayan rashid, sumit baral, iiya livshits, michael censullo, ali saifuddin, howard brent, albert li, joshua kornblum, wayne colizza, aleksander kubiak, robert wu, siddant ganapath, catherine yang, francis kang. (Sir 2025). Single center experience utilizing obsidio comformable embolic (oce) for embolization.

Event description:
It was reported that difficulty visualizing the device occurred resulting in non-target embolization. Obsidio was selected for an embolization procedure for a bleed in the intercostal artery. The physician reported the obsidio was difficult to visualize. Magnification was not used. The obsidio refluxed along the microcatheter, unobserved due to the stated visualization issue. When apparent, obsidio was closer to the origin of the artery, at which point the embolization was stopped and the microcatheter was removed. Standard deployment technique was used. It is suspected that there was reflux and non-target embolization of obsidio into a spinal artery. The patient subsequently had paresthesia and weakness in the right leg. After a negative workup including computed tomography angiography (cta) of the lower extremities and magnetic resonance imaging (MRI) of the spine, a computed tomography (CT) myelogram was done which revealed obsidio material at the spinal canal. The patient recovered fully with rehabilitation after 90 days.